Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited increased capture threshold and failure to capture. Programming changes were made. Patient condition was stable.